Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient received the elective replacement indicator. The ipg was operable and providing therapy.

Manufacturer narrative:
Per the additional information received the ipg was providing therapy. There was no device malfunction. Hence, this event/device is no longer reportable.